Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure proportional valve and the flow control valve were replaced. The unit was returned to service.

Event description:
The hospital reported that the unit supplied higher positive end expiratory pressure than selected during a case. The user completed the case without positive end expiratory pressure function. There was no report of patient injury.